Event description:
It was reported that during a supply change the ilet user's caregiver attempted to insert three infusion sets with the needle guards left in place, resulting in incorrect deployment and failed insertions, and the infusion set could not be refreshed until replacement supplies arrived. No reported symptoms or changes in blood glucose. Outcomes included shipment of minimal replacement supplies and provision of troubleshooting and education. Investigation included review of the reported use error and discussion of supply constraints. Investigation of this case revealed a use error leading to improper infusion set deployment, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.